Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under-infusion during therapy of etoposide. The device was programmed to deliver 511ml of etoposide at a rate of 660 ml/hr for 1 hour. The infusion ran for 1 hour and 40 minutes. There was no known patient injury or medical intervention associated with this event. No additional information is available.